Manufacturer narrative:
Evaluation is in progress, but not yet concluded. After the case, the ccp found the issue and is alleging that the system was overheating while in use. Clinical services reviewed with the ccp that the blood in the pump head at the time (clamped circuit) will heat up very quickly, if there is no avenue for flow (ie: open recirculation line). When blood warms to high temperatures, it will hemolyze and the pump head and motor will feel very warm. Clinical services pointed out to the ccp, that there was warnings in both the centrifugal hardware instructions for use (IFU) and disposable pump IFU of this issue. The warning states the following: "avoid prolonged operation of the pump with the outlet line fully occluded to prevent warming of the fluid in the pump chamber and to minimize blood trauma". This appears to be the cause of the warm pump head/motor after cpb that lead to the hemolyzed blood in the centrifugal pump head. The ccp stated there was no indication of hemolysis in the patient either during or after cpb. The procedure was completed successfully, without delay and without associated blood loss. Nothing was changed out during the procedure. The motor was removed from service, after the procedure as a precaution. There was no harm observed or reported.

Event description:
After use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusionist (ccp) reported the blood around the exterior of the centrifugal disposable was black and it felt hot. They finished the case with the centrifugal system. There were no reported adverse consequences to the patient. Per the clinical review on (B)(6) 2014: according to the ccp, a few minutes after cpb she observed the blood in the centrifugal pump head was very dark in color. She described the color as black or gray and she assumed this indicated the blood was hemolyzed. This type of issue has been reported in the past and clinical services asked the ccp if after cpb, the centrifugal drive motor was allowed to continue to spin (rotate). The ccp confirmed that the motor was left spinning. Clinical services asked if a circuit recirculation line of purge line is left open to allow the remaining blood in the cpb circuit to keep moving. The ccp stated that she did not leave a recirculation or purge line open.